Event description:
A complaint of the pt's precision being explanted due to an infection at the pocket site was reported. The pt is reportedly doing well.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.